Event description:
Final report for use of device morcher aniridia iol (B) (4). The pt was an (B) (6) male who developed a giant retina tear with proliferative vitreoretinopathy in his only eye, secondary to congenital glaucoma with buphthalmos. Three vitrectomy/scleral buckle procedure with perfluoropropane gas failed. The pt was aphakic. The device was implanted to hold silicone oil in the vitreous cavity in another attempt at retinal reattachment. There were no problems with the device, although it was too small for the eye, even though it is the largest intraocular lens ever made. In spite of the lens, the eye developed bank keratopathy from silicone oil in the anterior chamber. When the silicone was removed (the seventh operation for this pt) the retina redetached, and the eye is now prephthiscal with no light perception vision. The lens remains in the eye with no problems. The lens performed well, and was neither a direct of indirect cause of the poor outcome, but the eye is blind from recurrent retina detachment one year after the initial implantation.